Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate after loading a cartridge with insulin. The customer's blood glucose (bg) was 600mg/dl. The customer stated that the cause was due to eating dinner without delivering a bolus. The customer deliver a correction bolus with the pump to address bg level.